Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 15. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.